Event description:
It was reported that during a pulse field ablation procedure, after pulmonary vein ablation, blood pressure decreased. When confirmation was performed by echocardiography, pericardial effusion was present and drainage was initiated. Blood continued to be aspirated for 2 hours, and an open-chest procedure was performed. It was reported that a round hole was present at the base of the left atrial appendage. It was also suspected that the patient experienced a cardiac tamponade. The case was completed. The patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.